Event description:
During a stenting procedure in the right subclavian artery, approached from the brachial artery, the snap ring hemostasis valve of the britetip sheath popped off from the hub of the sheath. A smart control had already been inserted through the britetip sheath and advanced to the target lesion. While shooting contrast through the side arm port of the sheath, the snap ring popped off the sheath hub and onto the shaft of the smart control unit; contrast leaked back through the sheath hub where the snap ring had popped off. The physician snapped the valve ring back in place and continued the procedure. There was no patient injury. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.